Manufacturer narrative:
This patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter¿s phone number is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antorotation (pfna) implantation procedure on (B)(6) 2018, the 11mm drill bit broke during use on a patient. Part of the broken drill remained in the patient. The case was completed without further complication. There was a five (5) minute surgical delay. Patient outcome post surgery reported as no adverse effect. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ethnicity is unknown. Lot number is now known. Date of manufacture is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 356.822; lot: sx406900; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: december 08, 2008. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The review has shown that the correct material was used and that the hardness was within the specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: (B)(6); selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the tip of the drill is broken and that a part is missing as reported, thus confirming the complaint description. Furthermore, the cutting edges of the remaining drill are blunt and have dents. Such a dull drill bit should not have been used anymore. Drawing/specification review: drawings and revisions are in accordance to DHR of production lot sx406900. All relevant features are defined on the used drawing revisions of DHR of production lot sx406900. Dimensional inspection: during investigation the diameter 11.05 0/-0.05mm and diameter 11.40 0/-0.03mm got measured with the micrometer 3-03-17585; the measure result is within accuracy (11.03mm/11.372mm). Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy because of the damage. Material or hardness review: the review of DHR of production lot sx406900 has shown that the correct material was used and that the hardness was within the specification. Summary: DHR review showed no issues. There is no particularize information what's happened to this article by customer; unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place and/or that wear and tear from often use over the years (as the instrument is nearly 10 years old) led to this damage. Such a dull drill bit should not have been used anymore. To prevent such problems, it is necessary to replace worn or damaged instruments. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.